Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, brown particles, deformation, crease flat. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.6, d.7, d.10, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.